Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Software was run that contained a repair test in order to address the issue. Additionally, the flow senor was replaced as a preventive measure. Corrected information regarding the device evaluation and issue resolution was received. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. A service required error code pointing to a pressure drop between the monitor and outlet pressure sensors being detected was found in the ventilator's downloaded error log. The device's flow sensor and blower assembly were replaced to address the issue. Coding has been updated accordingly.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Software was run that contained a repair test in order to address the issue. Additionally, the flow senor was replaced as a preventive measure.